Event description:
On (B)(6) 2011, the pt underwent emergent treatment of a ruptured abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis featuring gore c3 delivery system. The physician was unable to cannulate the contralateral leg for deployment of the contralateral leg component. The physician converted the pt to open and an aorto-uni-iliac was performed using an endurant aaa stent.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications.